Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/12/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit shut down after running for 20 minutes during testing. There was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 15mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the battery was at 89% charge; however, the battery was 6 years old and had exceeded its recommended life expectancy of 5 years. The fse advised the customer to replace the battery to see if the issue could be isolated. The customer reported that the battery replacement resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.